Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" had a pinched wire. The root cause for the pinched wire was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.